Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
It was reported that the unit declared a software anomaly failure. There was no patient involvement. The customer recalibrated the unit and the issue was resolved. The customer also ran testing to confirm the unit was working as expected. The unit was returned to service.